Event description:
The addease binary connector for use with a vial and 250ml IV excel fluid bag normally comes with a long needle so that it attaches to the bag properly and the nurse can activate the medication so that it is diluted by the IV bag. In the case of these connections, the needle is short in some of the batches, possibly 1 out of 10 and our institution is wasting drug due to the inability of drug activation. The lot numbers in question so far are; 61275117 and 61253707. Dates of use: (B)(6) 2013.